Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation of the omnilink elite stent delivery system, the device was prepared for use. After flushing, the protective sheath was removed and the stent was noted to slide forward, off the balloon. The stent remained on the delivery catheter. The device was not used and there was no patient involvement. A second omnilink elite stent delivery system was used without issue. No additional information was provided.